Manufacturer narrative:
(B)(4). The customer's device was not returned to physio-control. A third-party service agent evaluated the device and verified the reported issue. After replacing the biphasic module and performing some other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and would not deliver defibrillation shocks or pass its user test. There was no patient use associated with the reported event.

Manufacturer narrative:
Corrected information: , method code of the initial medwatch report indicates device not returned - 4114 , method code of the initial medwatch report should indicate device not returned - 4114 and analysis of data provided by user/ third party - 4112 results code of the initial medwatch report indicates no findings available - 3221 , results code of the initial medwatch report should indicate electrical problem identified - 120 conclusion code of the initial medwatch report indicates cause not established - 4315 , conclusion code of the initial medwatch report should indicate cause traced to component failure - 4307 new information for supplemental medwatch report: the third party service agent sent the removed biphasic module to physio-control for further evaluation. Physio-control further evaluated the removed biphasic module and observed electrical damage on the pcb assembly. Transistors, designator q5 and q6, as well as diode, designator cr27, were shorted and diode, designator cr24, had opened. The cause of the reported issue was determined to be due to electrical damage to multiple components on the biphasic module.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and would not deliver defibrillation shocks or pass its user test. There was no patient use associated with the reported event.